Event description:
Reportedly, during an induction test, the shock therapy could not been delivered due to shock overload. The ventricular lead (non sorin branded) was abandoned. The device was replaced and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, during an induction test, the shock therapy could not been delivered due to shock overload. The ventricular lead (non sorin branded) was abandonned. The device was replaced and will be returned for analysis.

Event description:
Reportedly, during an induction test, the shock therapy could not been delivered due to shock overload. The ventricular lead (non sorin branded) was abandoned. The device was replaced and will be returned for analysis.